Event description:
It was reported that the cross arm brake and the flip flop brake on the 9800 system were broken. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The brakes were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.